Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The cause of death was reported as cardiac arrest, which occurred post-implant of the  implantable pulse generator (ipg) system. It was noted that the implant procedure was difficult but successful, and attempts were made to resuscitate the patient after they became unwell and went into cardiac arrest but these attempts were unsuccessful.